Event description:
The patient reported that the previously working remote monitor, did not power on even after setup was verified and the batteries were changed three times. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.